Event description:
It was reported the patient received inappropriate hv therapy for atrial fibrillation. Reprogramming changes were made. Issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.